Event description:
The physician was attempting to cross a chronic total occlusion (cto) using popliteal access. The trailblazer was inserted into a 5fr sheath using a glidewire. The glidewire was then removed and the back end was inserted into trailblazer. The wire appeared to exit the trailblazer between the distal markers. At this time the physician removed the wire and trailblazer together, but the distal portion of the trailblazer was detached and remained in the patient. The physician attempted to snare the remaining portion unsuccessfully. The decision was made to stop and send the patient to surgery for removal. The patient was stable at end of the procedure. Surgical removal was performed on the following day.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.